Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided.

Event description:
The doctor reports that the driver fractured during use at 30 newtons at the tip of the head. The procedure was completed using another driver, with no negative impact on the patient¿s health.